Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g was unable to deliver medication and pen jams. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen jams after consumer does not prime, does not re-use. Consumer said he was not looking for replacement. Lot #: 2110702 catalog #: 320119 date of event: unknown samples: available - sending mail kit.